Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis cadd-legacy plus pump exhibited a "no disposable pump wont run" alarm. Unknown if air in line. Per reporter the residual volume was 35.9,ml the rate was 2.2 ml/hr and the amount given was 62.8 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.